Manufacturer narrative:
Exact date unknown, event occurred around (B)(6) 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(4); batch: 5143825/5157933. Product family: scs-paddle leads; upn: m365sc8216500; model: sc-8216-50; serial: (B)(4); batch: 7070228.

Event description:
It was reported that the patient was not getting an adequate pain relief. The patient was reprogrammed and was provided sub-perception programs however it caused anxiety. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted devices were not released by the facility.